Event description:
It was reported that "the surgeon used the 1/8" drill w/o stop to fix the hmrs straight anchor piece to the femur. However, the drill fractured and was left in the patient. The surgeon does not plan to remove the fragment."